Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device was alerting fluid delivery line open. They have stopped therapy, and asking how to troubleshoot. Nurse disconnected pads. Mis encouraged to disconnect and reconnect pads, holding nowhere near the clear connectors. Nurse verifies that, there was an audible click with each connection. And all lines are straight with no bends or kinks. Nurse makes sure the grey fluid delivery line was secure in the back. And the silver bar above the fluid delivery line was turned to the right. If that did not resolve. Please call back, when in front of the device. And they would check the diagnostics.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section. The device history record review could not be performed without a lot number. "The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting fluid delivery line open. They have stopped therapy and asking how to troubleshoot. Nurse disconnected pads. Mis encouraged to disconnect and reconnect pads holding nowhere near the clear connectors. Nurse verifies that there was an audible click with each connection and all lines are straight with no bends or kinks. Nurse makes sure the grey fluid delivery line was secure in the back and the silver bar above the fluid delivery line was turned to the right. If that did not resolve, please call back when in front of the device and they would check the diagnostics. As per follow up information with the facility with charge nurse, who said they just replaced the pads and that resolved the issue. Pads were disposed of, and they were unsure what size was used at the time of treatment.